Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose and blood glucose differences.  Customer indicated that their sensor glucose was 350 mg/dl and their blood glucose was 50 mg/dl at the time of incident.  Customer treated with sugar. There was no indication that the insulin pump over delivered insulin.